Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the intensive care with an elevated blood glucose (bg) level of 1247 mg/dl and dka (diabetic ketoacidosis). Cause of bg level was not known. Contact declined troubleshooting with tandem technical support and declined to provide further information. Date of event is approximate.